Event description:
The pt contacted lifescan and alleged the one touch ultra meter control solution test was inaccurately high. The result was c129 (91-125). The pt did not receive medical attention. The customer care rep performed troubleshooting and twice the control solution test was not within range. There is indication the product malfunctioned. The control solution and test strips were replaced and return expected.